Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. Episodes of noise reversion were noted. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2022. The patient was stable after procedure.